Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged with no damage to the knife blade. Some staple pushers were advanced towards the proximal end of the loading unit. The sulu was reset and loaded into a test device. The test device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Additionally, the investigation detected an unreported condition of did not load properly that has no relationship to the reported condition. Replication of this condition is due to improper loading of the cartridge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal cancer surgery, on gastrectomy, there was poor staple formation, the staple could not form in b shape. There was an incomplete staple line. They resected and over sewed to fix the staple line.